Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 280-330 mg/dl range. Elevated bg was addressed with correction bolus via the pump. The customer left the ER 4 hours later with the issue resolved and no permanent damage. Reportedly, the customer was not performing the proper air removal technique and using cold insulin. Additionally, the customer was reusing cartridges. Tandem customer clinical support educated the customer on the air removal process when filling a cartridge and informed customer that reusing pump supplies and using cold insulin is off label per the user guide. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.

Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Per tandem user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.